Manufacturer narrative:
Follow-up # 1 date of submission 02/09/2015 ¿ device evaluation:the pump has been returned and evaluated by product analysis on 01/23/2015 with the following findings: a review of the pump¿s black box history showed no evidence of power reboots occurring. Visual inspection revealed that the battery compartment was cracked from the case seal to the bumper pad. The returned battery cap was not able to be fully secured to the pump and was not able to maintain an electrical connection with the pump. The returned battery cap threads were found to be stripped/damaged. A test battery cap was used to finish the investigation. The pump was exercised for 24 hours using the test battery cap with no power reboots occurring. Unrelated to the complaint, evaluation revealed that the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged that the pump was losing power intermittently. It was noted that the battery compartment threads were stripped. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.